Event description:
The dentist reported a screw fracture. The implant remains in patient's mouth.

Manufacturer narrative:
Visual inspection noted the screw has been fractured at the threads. Visual nspection in comparison with the drawing was consistent with the design of the screw. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.